Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of "orange juice" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of "orange juice" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Attempt to communicate with the returned sensor with known good reader and communication did not successful. An error message was observed on the known good reader. An extended investigation was performed. Returned sensor was scanned with the evm (evaluation module) and a known good reader and an error message was observed. Returned sensor was de-cased and visual inspection was performed on the pcb (printed circuit board); no issue were observed. The returned battery voltage was measured and replaced with a known good battery. An error message was observed due to low battery. However, the low battery did not contribute to the customer's complaint since the returned sensor was observed to terminate normally in sensor state 5. Sensor was scanned on the evm with the known good battery and communication was observed. Sensor was reprogrammed on the evm and activated with a known good reader. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. The returned sensor was able to communicate with a known good reader. Both communication and activation were observed and sim vivo test passed. No error message was not observed. Error message was observed previously due to likely used of known good reader that was incompatible or configured. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Attempt to communicate with the returned sensor with known good reader and communication did not successful, an error message was observed. Returned sensor was scanned with the evm (evaluation module) and a known good reader and an error message was observed. Returned sensor was de-cased and visual inspection was performed on the pcb (printed circuit board); no issue were observed. The returned battery voltage was measured and replaced with a known good battery. Sensor was scanned and reprogrammed with the evm and communication was observed. Sensor got activated with a known good reader. The returned sensor was able to communicate with a known good reader. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of "orange juice" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.